Event description:
Patient allegedly received an implant on (B)(6) 2010 via the right common femoral vein for prophylaxis; followed by a successful percutaneous, complex retrieval(B)(6) 2019. Patient is alleging vena cava perforation, device fracture, and organ perforation. Patient further alleges anxiety, fractured piece remains in lung, device tilt, and physical limitations, report from computerized tomography (CT) of the abdomen and pelvis runoff lower extremities bilateral venography with intravenous contrast: "findings: inferior vena cava: ivc filter has the appearance of celect caval filter with 4 long limbs and 7 short limbs. One of the long legs protrudes into the duodenum. The caval tip and several of the short limbs lie outside of the lumen". "Impression: 1. No evidence of thrombus within the ivc filter. However there is a short segment 11 mm narrowing of the ivc proximal to right renal vein takeoff (series 4, image 66); additionally one of the short limb filter fragments is lodged in the superior segment of the left lower lobe pulmonary artery...". "2. Nonocclusive dvt within the right peroneal vein and multiple surrounding branch veins in the right calf". Report from a successful, complex, percutaneous filter retrieval: "1.successful complex retrieval of an embedded, penetrating and fractured celect ivc filter including one fractured arm fragment. 2. Focal stenosis of the infrarenal ivc was treated with successful 20 mm balloon angioplasty. 3. Small residual pseudoaneurysm along the left renal vein to ivc junction. 4. Preservation of flow in the right renal artery with no acute injury. 5. A single old filter arm fragment remains unchanged in the right lung".

Manufacturer narrative:
Additional information: investigation. The following allegations have been investigated: organ perforation, embedment, dvt/embolized/stenosis, tilt, anxiety, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The additional information regarding organ perforation/embedment does not change the previous investigation results for vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety and physical limitation are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as a cook celect filter. Non-healthcare professional.. (B)(4). Summary of investigational findings: the following allegations have been investigated: fracture, perforation through ivc to duodenum, vertebral body and lung, difficult to retrieve. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient's individual risk/benefit profile (e.g., a patient's continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the gunther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare(r) vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for "embedded" a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2010, patient was implanted with a cook celect filter. [Pt]'s cook celect ivc filter subsequently malfunctioned and caused injury and damages to patient. In particular, patient's filter perforated through his ivc. One strut perforated patient's duodenum, and a second strut abutted his l3 vertebral body. One strut of patient's cook celect ivc filter fractured, embolized, and perforated his right lung. Due to the filter's failure, patient underwent a complex retrieval procedure. Though this procedure removed most of patient's cook celect ivc filter, a portion of the filter remains in patient's body." Patient outcome: it is alleged that "patient is at risk for future progressive perforations by this fragment which could further injure adjacent organs, blood vessels, and structures. Patient faces numerous health risks, including the risk of death. Patient will require ongoing medical care and monitoring for the rest of his life. It is unknown if the remaining filter fragment can be retrieved by any means other than an open surgical procedure." It is further alleged that "patient has suffered and will continue to suffer mental anguish."